Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the reload could be loaded onto the stapler, but the surgeon found a problem when pressing the green button and thus couldn't fire the reload.